Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, there were air bubbles in the tubing. Customer's blood glucose was approximately 500 mg/dl which was addressed with a manual injection. The supplies were changed to address the event and insulin delivery was resumed.